Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "failed drawer" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that the station's main drawer 2.2 had failed and proceeded to inspect the rear of the drawer, concluding that the individual drawer pyxibus control board required replacement. After installing the new board and powering on the station, the drawer produced a clicking noise and damaged the newly installed component. The fse then replaced the individual drawer control board once more, along with the pyxibus module control board, retractor band, and solenoid. Following these repairs, the fse performed a comprehensive test using the hardware test application (hta), confirming that the drawer operated correctly with no further issues. During dchu visual inspection p/n: 353844-01: was received with copper strands in contact with adjacent copper strands. P/n: 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 331392-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n: 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n: 353578-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n: 151622-01: passed the dmm and hta testing. P/n: 331392-01: passed the dmm and hta testing. P/n: 151630-01: passed the dmm and hta testing. P/n: 353578-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "failed drawer" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 failed to recover, required maintenance. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was thermal damage due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.